Event description:
Two report reference numbers were reported for the physician being unable to advance the leads. Only one lead was unable to advance. Therefore, mfg report reference 3006705815-2019-00885 is not applicable.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: mfg report reference: 3006705815-2019-00886. It was reported that the patient experienced a lead migration. The patient had an x-ray and showed one of the leads was in the anterior position. A company representative reprogramed with the posterior lead. The physician later decided to revise the leads on (B)(6) 2019. During the procedure the physician was unable to advance the leads (mfg report reference: 3006705815-2019-00884 & 3006705815-2019-00885) and explanted the system on (B)(6) 2019.